Manufacturer narrative:
(B)(6). Investigation conclusion: confirmed: bd was able to confirm the incident in question investigation comments: after analysis of the photo in attachment, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. Samples/ photos: according to visual analysis of received photos, it was possible to verify the presence of silicone droplets on the catheter. The conclusion of the investigations of this complaint does not require the presence of physical samples, the photos that are attached are sufficient for the determination of the defect, not altering the investigation carried out. DHR/ qn/ ncmr review: the final assembly batch: 6292114 used in the claimed final product batch: 6335844 of angiocath 24g x 0.75 in were tested for presence of "foreign / no-foreign matter" and were not evidenced records of this defect. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of this defect for the lots involved in this complaint, according to the DHR of the lot above. Root cause description based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. For more details on root cause check CAPA # (B)(4).

Event description:
It was reported that before use, a bd angiocath¿ IV catheter was found with foreign matter as a ¿transparent dot was found on the catheter. ¿there was no report of injury or medical intervention reported.